Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon suspected a poor coupling of the floating mass transducer (fmt). The device has been explanted and re-implantation was performed on the same day.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the incus. This is a final report.

Event description:
The surgeon suspected a poor coupling of the floating mass transducer (fmt). The device has been explanted on (B)(6) 2019 and re-implantation was performed on the same day.

Manufacturer narrative:
According to the information received from the field the device was explanted due to an inadequate coupling of the floating mass transducer. However despite requested neither further information nor the device for investigation have been received. This is a final report.

Event description:
The surgeon suspected a poor coupling of the floating mass transducer (fmt). The device has been explanted and re-implantation was performed on the same day. Despite being requested no further information nor the explant were received.